Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zcb00 18.5 diopter intraocular lens, the patient's capsule broke. No further information was available.

Manufacturer narrative:
The investigation result text should have indicated that there was no complaint against the lens. The product testing will not be performed since there is no complaint against the lens. (B)(4). All pertinent information available to the manufacturer has been submitted.